Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results and quality control (qc) results for sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The customer repeated the patient samples and obtained higher results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified a defective mixer motor. The fse replaced the mixer motor to resolve the issue. Fse verified qc performance was acceptable. Information not provided by customer. The beckman coulter internal identifier is (B)(4).